Event description:
It was reported that during a distal biceps repair case, a distal button remained in the patient unsecured. The reporter stated when the surgeon was extending the patient's arm after the implant was in place, the suture broke. The screw came out and the distal button was not able to be retrieved. The surgeon completed the case with a second kit of the same device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was reported as discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number for the device was requested, but not provided, therefore device history record review could not be performed. Based on the information provided, the most likely cause(s) of this type of event would be inadvertent fraying, nicking or cutting of the suture during insertion of the device either with another instrument or against a sharp edge of bone tunnel. This is the first complaint of this type for this kit part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.